Manufacturer narrative:
(B)(6).

Event description:
It was reported by the customer that during use on patient the cardiosave intra-aortic balloon pump (iabp) displayed a lack of pressure waveform. The unit was replaced with another one, and no harm was caused to the patient. A getinge field service engineer (fse) evaluated the unit and fault code records at the hospital confirms the fault reported by the customer, but no fault was found during evaluation. No logs were printed for the complaint. The unit passed all the performance and safety tests specified by the factory. The unit has been delivered to the customer and is ready for clinical use.